Event description:
A malfunction was reported with code malf 12; however, no notable events occurred prior, and it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump, as the malfunction code was resettable, and after reset, the malfunction did not recur.